Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient gained and lost weight, causing the ipg to migrate. The patient experienced pain due to the issue. Surgical intervention was undertaken during which the ipg was replaced. Reportedly, the pain has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.